Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred.